Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. Two days postoperatively, the pt presented with stage 2 on the right (od) eye and stage 3 on the left (os) eye diffuse lamellar keratitis (dlk) and was prescribed steroids. Five days later, the doctor performed a flap lift and rinse os only. The pt's preoperative best corrected visual acuity (bcva) was 20/12.5 od and 20/12.5 os. Postopeative uncorrected visual acuity (ucva) as of 2007, was 20/16 od and 20/16 os. The pt is responding to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
On 2/27/07 and 2/28/07, an intralase field service engineer (fse) visited the site, adjusted microscope contrast value to improve video image, provided surgery support and verified system met specifications and performed as intended upon departure. On 3/30/07 and 4/19/07, an intralase clinical applications specialist (cas) visited the site, and found the laser system met specifications and performed as intended. The laser settings were modified according to physician's preferences. Staff at site reported two weeks prior to surgical in 2007, the site had construction down the corridor to the surgical suite. This may have been contributing factor to the dlk.